Manufacturer narrative:
Due to character limitation. Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference no. (B)(4).

Event description:
It was reported that the immediately after inserting the sensation plus 50 cc intra aortic balloon(iab) catheter change in the arterial waveform was noticed approximately 30 minutes prior to calling the 1-800 clinical support line. A screenshot of the iabp monitor revealed a significant amount of artifact in the fo waveform. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d4 (exp date), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d10, h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. An ICU nurse, (B)(6) contacted clinical support regarding a diastolic reading of ¿0¿ on a cardiosave iabp using a fiber-optic balloon catheter. He had observed changes in the arterial waveform about 30 minutes prior. A screenshot revealed significant artifact in the fo waveform. Switching to the inner lumen was considered but not pursued due to thrombus risk and lack of a pressurized bag. Instead, (B)(6) successfully switched to the radial arterial line as an alternate pressure source. A chest x-ray was obtained and showed the distal marker of the balloon catheter positioned between the 4th and 5th intercostal space, rather than the recommended 2nd to 3rd. (B)(6) was advised to consult the physician regarding catheter placement. Based on the description, the distal marker was positioned between the 4th and 5th intercostal space instead of the recommended 2nd to 3rd, likely contributing to the artifact in the fo waveform and inaccurate diastolic readings. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.